Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was seen in the clinic and reported feeling dizzy and lightheaded as well as falling down. The patient had been non compliant and had complete heart block. The device was interrogated and noise was noted resulting in loss of capture (loc). The field representative was able to recreate noise and changed the sensitivity but could not resolve the issue. The field representative was unable to get additional information from the clinic regarding the outcome of this event but suspects the device was replaced with a competitor's device. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.